Event description:
It was reported patient's incision ipg site was not closed. Patient underwent surgical intervention on (B)(6) 2025 wherein the physician cleaned and re-sutured the ipg site to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott the incision at a patient¿s ipg had not closed. The patient underwent a revision where the pocket was opened, irrigated, cleaned and re sutured closed. There were no complications. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.